Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2001. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. The patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that patient underwent partial excision of mesh and revision on (B)(6) 2005 due to bladder outlet obstruction and vaginal mesh erosion. No additional information was provided. (B)(6). (B)(4). Bladder outlet obstruction; mesh erosion.

Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6), 2001. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.